Event description:
New information reported stated that on (B)(6) 2016 the implantable cardiac monitor exhibited a diagnostics anomaly. A reboot message appeared on the programmer screen. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon attempts to interrogate the implantable cardiac monitor, it exhibited an iegms anomaly. After a device software download, normal device function resumed. The patient was in good condition and would continue to be monitored.